Manufacturer narrative:
Visual inspection of the returned delivery device found no obvious missing material at the tip of the device. Two retain samples from the same lot (h542301) were examined and no defects were found. Further analysis (ftir-atr) indicates that the foreign particle is composed of polycarbonate. The source of the particulate is not the injector itself as no polycarbonate is used in the manufacture of the injector. The exact source and the origin of the particulate could not be definitively determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a small piece of the inserter came off and went into the patient's eye during lens insertion. The piece was intraoperatively removed and the lens remains implanted without any complications reported. According to the surgeon, the piece looked like the top right side of the inserter tip when viewing under the microscope.